Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was stable throughout the whole procedure.

Manufacturer narrative:
The reported field event of premature battery depletion was not confirmed. The device was interrogated on a programmer and the device was found to be above eri. Longevity calculations were performed based on the usage history and the battery depletion trend was found to be normal. A battery performance alert was detected indicating an abnormal transient battery voltage drop. Further analysis was not performed.